Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The patient felt severe pain when the implant was placed. The doctor decided to remove it.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bost410, 3i t3® non-platform switched tapered implant 4.0 x 8.5 - 15.0 mm for evaluation. Visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2018080388. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018080388 for similar events and no other complaints was identified. Review completed utilizing keywords: dental: medical: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.